Manufacturer narrative:
(B)(4). Advancer. Additional information was requested. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during the first firing sequence causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. This finding is not related with the incident reported. The remaining clips were conforming according to our manufacturing specifications; the jaws closed and opened as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws would not close on the first firing. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.